Event description:
The customer contact reported "minute sparks" and burn marks on the ac power cord. The pump was returned to the biomedical engineering department for an unspecified reason. No tracking information was provided; therefore, specific patient information pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. During testing at the user facility, the customer contact reported "minute sparks" from ac power cord where the ac power cord enters the device. Burn marks on the ac power cord were also reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.